Event description:
During the implant of a new system on (B)(6) 2016, our field rep noted that this system had been removed a few years ago. The rep was able to find out that the system had been removed back in (B)(6) 2014 for infection. The exact date is unknown because it was explanted by a different doctor at a different hospital and the explant was not reported.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.